Event description:
The dealer stated left motor sitting in chair the brake goes into push mode after going 4 to 5 blocks. User has to reach back and reengage then turn chair off and back on. This will happen again after driving a few more blocks.